Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported tissue expander "did not fully deflate but no holes or leaks" prior to insertion, and additionally healthcare professional reported "they actually had to implant it on the right side.¿ device remains implanted. This record is for the right side.

Event description:
Device has been explanted.